Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a force issue occurred. There was a force obstruction error with the smart touch catheter. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence. Upon request additional information was received on the event. The issue occurred while mapping the left atrium. The catheter was not in close proximity to another catheter. The error persisted even after moving the catheter to other areas of the left atrium. The catheter was zeroed post warm up and the system did not indicate the catheter needed to be re-zeroed. This event was originally assessed as not reportable as this issue is highly detectable and poses low risk to the patient. During analysis of the returned catheter, the biosense webster failure analysis lab discovered there was damage to the pebax on (B)(6) 2015. This finding is indicative of a reportable finding. The awareness date for this record is (B)(6) 2015 because that is when the scanning electron microscope (sem) analysis discovered the pebax damage.

Manufacturer narrative:
(B)(4). Manufacturer's ref. No: (B)(4). The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve had dark red material inside the pebax. A scanning electron microscope (sem) testing was performed over the pebax. The sem results show that the pebax external surface exhibit evidence of cracks and between polyurethane (pu) and pebax and ring there was a displacement of material. The ring near to the damage presented evidence of mechanical damage. It is possible that an unknown object coming from the proximal to distal section hit on the damaged area. The displacement material and cracks found during the sem analysis might have contributed to let the reddish material inside the pebax. This type of pebax damage is further investigated under an internal investigation. Per the event reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.